Manufacturer narrative:
The event occurred in china. It was reported that the rotaflow console shut down automatically during patient use. The customer restarted the device which solved the problem. No harm to any person has been reported. Due to the pump stop during patient use a report is required. The patient data was not shared by customer. A getinge field service technician investigated the affected rotaflow console (rfc) with s/n (B)(6) and the reported failure could not be duplicated. No parts has been replaced. The device passed all performance and safety tests according to factory specifications. The device is back in clinical use. Based on these investigation results the reported failure "shut down during use" could not be confirmed. However, the failure mode "shut down during use" can be linked to the following most possible root causes according to our risk management file: - pump stop intervention after technical error - unintended rpm change by user - unintended switch off by user - (accidental) disconnection of mains (plug) the review of the non-conformities was performed on 2025-03-18 and during the period of 2018-02-27 to 2025-03-18 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console with s/n (B)(6) was produced in 2018-02-27. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 2.2.4 general precautionary measures during use if the pump stops during an application, the blood flow will be interrupted and supply to the patient will cease. Eliminate the cause of the pump stop and start the pump again as soon as possible. 2.2 general safety instructions. There is the risk that acoustic alarms emitted by the rotaflow system may not be heard. You should therefore position the system so that you can see the displays on the rotaflow console and any optical warning signals at all times. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: this event occurred on the chinese market on a significantly similar device to "rotaflow", which is sold in the us. For d4 unique identifier (UDI)#, primary di number has been used for base unit, "rotaflow" with catalog number 701046405. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.

Event description:
The event occurred in china. It was reported that the rotaflow console shut down automatically during patient use. The customer restarted the device which solved the problem. More information has been requested but still pending. No harm to any person has been reported. Due to the pump stop during patient use a report is required. Complaint ID: (B)(4).